Manufacturer narrative:
D10: concomitants: (B)(6), 02-020-14-0335 - truliant cr por fem cr por right sz 3.5. (B)(6), 02-022-55-3535 - truliant por tib tray size 3.5f/3.5t. (B)(6), 02-029-90-4300 - sterile packed short headed pin. (B)(6), 201-78-98 - 2 pk, schanz pin, 4mm x 130mm. (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6), 521-78-32 - threaded pin size 3.0 collarless 2pk. (B)(6), 521-78-32 - threaded pin size 3.0 collarless 2pk. (B)(6), a10012 - gps implant kit v2.

Event description:
It was reported that a patient, initial right knee implanted in (B)(6) 2024, underwent a revision procedure in (B)(6) 2024, approximately 4 months post the initial procedure. The patient developed soft tissue adhesions. The patient had a manipulation under anesthesia with no success. They then undertook a surgical approach to free up the adhesions and performed a poly exchange. Likely they were removing the poly to improve exposure and as it¿s single use had to replace with a new one. There doesn¿t appear to be any alleged defect with the device. There were no issues with the surgery. The rep will try to retrieve the device to return for analysis. A device image was provided. No further information.